Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer contacted baxter (B)(4) and reported a flogard infusion pump with an occlusion alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed as an f-2 alarm, which is a failure relating to the downstream occlusion sensors. The root cause was determined to be the downstream occlusion sensors, which were out of calibration. The downstream occlusion sensors were recalibrated in order to resolve the reported condition.